Manufacturer narrative:
Due to the instrument not returning for evaluation, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings to handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that after performing bivalve of the uterus during a hysterectomy procedure, the surgical staff attempted to remove the permanent cautery spatula instrument; however, the instrument's wrist was pitched to one side, preventing the instrument from being removed from the cannula. The surgeon then used a fenestrated bipolar instrument to straighten out the wrist of the permanent cautery spatula causing the spatula instrument to break. It was reported that three pieces of the instrument broke off and two were retrieved. Isi (B)(4) discussed the risks of instrument materials being left behind and as of the date of this MDR, the site has not reported the patient as experiencing any post operative issues. (B)(4).